Event description:
Philips received a complaint from the customer reporting the v60 ventilator was not delivering air as expected. The device was in clinical use. There was no report of harm to a patient. The device did not meet specification for intended use and was removed from service. Investigation ongoing / resolution pending.

Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The hospital engaged a third-party service provider to repair the device, which included replacement of the blower assembly. Following the repair, the ventilator successfully passed performance specification testing and was returned to service. No personnel injuries were reported. The defective part was not returned to respironics for further investigation. No additional information was able to be obtained.